Event description:
Per the hosp :"diagnostic ultrasound - focal lesion - they went to pull back and the wire kinked in the shape of a z. Unable to get the catheter off the wire, so they removed the entire system. Pt was stable at that time. Then the pt experienced a drop in blood pressure and an st elevation. Physician went back in and discovered a spiral dissection. Pt has surgery for repair."